Event description:
On 05/28/2008 the patient reported she was hospitalized in 2007 for hyperglycemia. She stated she "felt fine" and went to the hospital for blood work. She said she later received a call from the hospital, who said her blood glucose reading was 700 mg/dl with her normal range being 80-180 mg/dl. She stated she went back to the hospital where her reading was elevated to "1700" when she was admitted. She said she remained on her insulin infusion device during her 2-3 day stay at the hospital and was given IV fluids. The patient stated she believes she was using "old insulin" when her readings elevated and that the insulin "looked funny." She said she switched to her back up device before she left the hospital and remained on it until 3 days ago when she returned to her primary device. She stated her blood glucose levels have remained within her target range since the switch to her primary device. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.